Event description:
It was reported that the 9800 system had poor image and the tube heat indicator comes on. No patient injury.

Manufacturer narrative:
The service rep checked the machine and found it to be operating as intended.